Event description:
This will be filed to report clip opened while locked (cowl). It was reported that a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr) with a significant prolapse. The procedure was followed per instructions for use (IFU). After the actuator knob was pulled during the deployment sequence, the clip opened to approximately 20 degrees. The clip was stable on the leaflets. A second clip was implanted to further reduce the mr. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) associated with the opening to 20 degrees could not be determined. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿two (2) fluoroscopic still images and one (1) fluoro video were provided. In the first still image, a single deployed clip and an sgc can be visualized; this is presumably the first implanted clip with the reported issue. The second still image, taken at the same fluoro orientation as the first image, shows the implanted clip (reported device) and second cds in active use. In both images, the clip arm angle of the reported clip appears to be ~15 - 20 degrees; this is an estimation based on a visual assessment with the naked eye and cannot be confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), and when or by how much the clip opened can be made. The fluoro video provided was taken post deployment of the second clip; no additional information can be obtained from the video.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).